Event description:
Additional information received that indicated the right ventricular (rv) lead was oversensing noise due to electro-magnetic interference (emi). The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's right ventricular (rv) lead was oversensing noise. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.